Event description:
Medtronic stent graft and non mdt stent grafts were implanted in the endovascular treatment of 80 patients in the endovascular treatment of type b imh over a 5 year period  . Within this group,  55 patients underwent pure tevar, 15 patients underwent chimney technique þ tevar, and 10 patients underwent bypass technique þ tevar. The following malfunctions were reported;  type ia endoleak, unknown endoleak  the following adverse events were reported;  rtad, sine, stroke, spinal cord ischemia, aneurysm , new pau  patient mortality was reported but there is no causal link that a medtronic stent graft caused or contributed to a death.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; a single-center experience of type b aortic intramural hematoma xiaolu hu, fan yang, jitao liu, yuan liu, ruixin fan, jianfang luo, journal of vascular surgery, volume 79, issue 3, 2024, pages 514-525 https://doi.org/10.1016/j.jvs.2023.10.044. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.